Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported a patient's battery charger would blink while charging the battery. Additionally, when trying to connect the battery to the controller the patient experienced a double disconnect event while the battery indicated full charge. There was no reported patient injury related to this event. The battery was exchanged by the facility and returned to the manufacturer. Evaluation of the battery confirmed the reported [?]not charging' event and found the root cause to be an open circuit within the battery. Heartware design controls are in place to mitigate the occurrence of these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the battery would not charge appropriately. The patient stated that the battery charger light would blink when this battery was connected. However, he believed that the battery was fully charged based on the battery's indicator lights. The patient performed a battery exchange, believing this battery was fully charged, and caused a double power disconnect to the controller. The battery was removed from service and the patient was issued a replacement device. The battery was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.